Event description:
It was reported that the product exhibited error 1872. The event occurred while patient in use, there was no patient harmed/adverse event reported.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log confirmed error code 1872. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. It was determined that the most probable cause is a defective motor or rotation detection sensor. As a preventative measure the motor and rotation detection sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.